Manufacturer narrative:
(B)(4). Retainer ring=black. P-cap locked in place properly during testing. Unit received with cracked case (battery tube). Unit also received with constant pump error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant pump error alarm during rewind. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.